Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: staples malformed which required resection of additional tissue. The surgeon indicated it felt hard to squeeze handle. Another device was used to complete the procedure. It was reported that there was no bleeding. Further pt info was not available.